Manufacturer narrative:
Based on the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Furthermore, the lens was destroyed at the facility thus a thorough investigation cannot be performed. However, lenstec has conducted extensive testing on this model, both during design and manufacturing process. Additionally, lenstec is unable to comment on the suitability of the cartridge used.

Event description:
Lenstec, inc. Received an email notification stating "lens tore upon insertion, incision enlarged to remove the lens and there was no patient injury".